Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. Vessel morphology was angulated aortic neck and with moderate disease throughout the vessel. It was reported that the pt presented with a type I endoleak. The physician believes that the pt was not a good candidate for endovascular repair initially. The physician elected to remove the stent graft and the pt was successfully converted to an open surgical repair. The stent graft has not been returned for evaluation. No add'l clinical sequelae were reported and the pt is fine.